Event description:
It was reported that during a sleeve gastrectomy procedure, a patient death occurred. It appears that there was a tear in the aorta that was a circumferential tear around the aorta. A vascular surgeon was called in to the case and the tear was repaired. The patient was transferred to ICU but passed away 5 days later. The first port was placed in the patient with a 12 mm trocar. The surgeon utilized a left umbilical approach with a zero degree entry. The field of vision became unclear for the surgeon. As a result the device was retracted and a small amount of blood was seen. The surgeon angled the trocar upto 30 degree so he could see the liver. Following this insufflation was commenced. The device was discarded. The surgeon made no comment to infer, he believed the trocar had malfunctioned.

Manufacturer narrative:
Date sent: 01/05/2009. Information is unavailable; device was not returned for evaluation.